Event description:
It was alleged that an emt received a back strain while loading a patient on the device. The patient was not injured during the event. Further information was not provide regarding the user injury.

Manufacturer narrative:
It was confirmed that the cot was working to specifications and that the battery needed to be charged.

Event description:
It was alleged that an emt received a back strain while loading a patient on the device. The patient was not injured during the event.